Event description:
It was reported that a user experienced hyperglycemia and suspected lack of insulin delivery while using an ilet system, noting visible fluid leakage from the pump upon removal from the charger; the user¿s blood glucose was 262 mg/dl at the start of the call, and the agent guided a full supply change using new inset, connector adapter, and cartridge lots. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included user education and troubleshooting with supply replacement. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia with a reported pump leakage, consistent with a potential delivery interruption, though no definitive device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.